Manufacturer narrative:
A ge service representative performed an on site investigation. The image intensifier power supply was replaced and the camera adjusted during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 2800 system would not image. No pt injury was reported.